Manufacturer narrative:
The issue was investigated in detail. Despite several requests the two components needed for investigation (remote control and tableside control) had not been replaced due to the customer refusing to provide them. The user was informed that the issue might reoccur if these parts are not replaced. Additionally the panels were checked on site by siemens local service. No malfunctions were found and all relevant keys worked properly. The investigation of the log files did not confirm the issue within the reported time of event. Several safety measures are implemented on the system to prevent unintended movement caused by defective control elements. If an active control element is recognized by the system during start up, this function will be blocked automatically until the next start up. Unintended movements can be stopped at any time by pushing the emergency stop button. The root cause could not be determined. According to the customer, no persons were present in the examination room when issue occurred. However, a second remote control is available in the control room. Therefore, it cannot be excluded that another person intentionally or unintentionally operated the system via the second remote control. The issue could not be reproduced and according to the information received it did not reoccur. No general or systematical problem is known.

Manufacturer narrative:
Siemens local service technician was dispatched to the site after the occurrence. The control panel was checked by the technician, who could not determine any defect with the panel. The investigation is on-going. Supplemental report will submit if additional information becomes available. Customer's address: (B)(6).

Event description:
Siemens became aware of unintended movement of the axiom iconos r200 unit. According to the customer, the unit tilted 31 degrees without given command. There was no patient in the room when the incident occurred. This incident was reported in (B)(6).